Event description:
A home pt contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1/4 of their automated peritoneal dialysis therapy. The home pt stated they left the clamp open on the unused supply line during therapy. Baxter's technical svc ctr assisted the home pt in ending therapy. Therapy was completed by setting up with all new supplies. No pt injury or medical intervention was associated with this incident per the home pt.